Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen for a follow-up and had appropriate but also inappropriate shocks, last september, which was attributed to muscle contractions. Recently, the patient had received two new inappropriate shocks, this time at rest. Artifacts were not reproduced by forced contraction. Data was reviewed, boston scientific technical services indicated recent recorded episodes show a signal signature which is consistent with changes in the impedance pathway of the sensing vector and provided possible causes. Technical services recommended that the healthcare professional perform an x-ray and provided troubleshooting steps. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen for a follow-up and had appropriate but also inappropriate shocks, last september, which was attributed to muscle contractions. Recently, the patient had received two new inappropriate shocks, this time at rest. Artifacts were not reproduced by forced contraction. Data was reviewed, boston scientific technical services indicated recent recorded episodes show a signal signature which is consistent with changes in the impedance pathway of the sensing vector and provided possible causes. Technical services recommended that the healthcare professional perform an x-ray and provided troubleshooting steps. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the section b5 field for more information regarding the specific circumstances of this event.